Event description:
It was reported that a patient was originally fixated on an unknown date with sternal wires and developed a sternal dehiscence. The patient was returned to the operating room on (B)(6) 2014 for a sternal fixation using implants. On (B)(6) 2014, the patient was returned to the operating room due to sternal mobility. It was discovered that the sternum and costal cartilage was broken into several small fragments on patient's left side creating the sternal mobility. It was found that three screws were backed out of the most inferior plate but the plate was still fixated to the sternum/cartilage with one locking screw on the right and four locking screws on the left. All remaining plates and screws were intact. Quantities 3 were left intact in the patient and the remaining plates and screws were removed. The left side of the sternum was debrided back to bleeding bone and muscle flap was created to cover the chest wall defect. No further treatment is scheduled at this time. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for three unknown screws/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.